Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device. The reported condition was duplicated and confirmed. Evidence indicates this was due to usage wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that a motor device had "a hole in the hose". The reporter was unable to clarify the location of the hole. It was unknown to the reporter if the device was used in surgery. A spare identical device was available for use. No patient harm, adverse outcome or injury was alleged. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.